Event description:
During t2 recon nail (left) surgery, when connecting the distal targetting arm and t2 recon target device, fixation bolt could not be inserted into the device hole. Therefore the surgeon changed the procedure to the freehand technique and the surgery was completed.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report. Additional device: (B)(4) fixation bolt gamma3 distal targeting 9x50mm, lot unk.